Event description:
It was reported that the femoral head dislocated from the polar xlpe liner. Head remained attached to the stem taper. Revision of femoral head and therefore liner and cemented polar shell was also changed.

Manufacturer narrative:
Results of investigation: a dislocation of a polarcup xlpe insert was reported. No part was returned for investigation. A review of the production documentation did not detect any deviation from the standard manufacturing processes. No similar complaint was reported for this batch of products. The available medical documents were reviewed. The provided fluoroscopic image shows the dislocation. The image is of too low quality to identify possible contributing factors. Based on the available information, no thorough investigation could be performed and the root cause of the reported issue remains undetermined. There is however to the best of our knowledge no indication that the device failed to meet specifications at the time of manufacturing. No further actions have been initiated. If the explants or additional information becomes available in the future this investigation will be reopened.